Manufacturer narrative:
Ge healthcare initiated and reported a field modification for this issue per 21 cfr 806 on (B)(6) 2017. The gehc internal field modification number is (B)(4). There is a potential for the display processor to experience an unexpected failure. If this failure occurs, the device screen will temporarily go blank and will then display an error code ¿ec01 xx¿. The blank display results in loss of monitored data being displayed to the user. No report of patient involvement. (B)(4).

Event description:
The hospital reported an ec01 error code on the screen. There was no report of patient involvement.